Manufacturer narrative:
Complaint confirmed, the tip was found to be twisted and broken. The most likely causes of the event are continually applying torque, prying and/or leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an acl procedure the tip of the driver broke off in the patient. The driver tip was stuck in the screw and could not be retrieved. Reporter stated the screw was seated and all is secure. Per reporter, the patient is fine to date and the doctor feels there is no need for a revision.